Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.1 by 1.8 centimeters in size and located in the right upper lobe, anterior segment abutting the pleura. A 3d cone beam computed tomography (CT) was performed after the procedure and detected a pneumothorax; a small-bore chest tube was placed to resolve it. The patient underwent a right upper lobe segmentectomy and remains admitted. The physician reported that the pneumothorax was not ion-related and would have likely occurred via another modality due to target nodule necrosis, the target abutting the pleural space, the patient's underlying emphysema, and the high positive end-expiratory pressure (peep) requirement to maintain recruitment during the procedure. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.